Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a less bright light emitting diode (led) on the heartmate 3 system controller (serial number: (B)(6) was confirmed during testing of the returned product. A log file was first downloaded from the returned controller and reviewed. The log file contained information spanning from (B)(6) 2024. Routine events were observed and the pump maintained a speed within the expected range up until the controller was exchanged at 11:47 on (B)(6)2024. The returned heartmate 3 system controller was functionally tested alongside known working test equipment, and it was confirmed that the pump running led was dim. The controller was otherwise found to perform as intended and was able to operate a mock circulatory loop for an extended period of time without issue. A corrective and preventative action was implemented to address the dimming of heartmate 3 system controller leds. This action replaced the type of led component on the printed circuit board. The controller associated with this event was manufactured prior to the implementation of that corrective action. Fluid ingress within power cable assembly and wire fatigue within the white power cable, which did not impact functionality during testing. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook section 2-¿how your heart pump works¿ explains the system controller user interface symbols and alarms, including the pump running symbol. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook section 4-¿living with the heartmate iii¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that there was less lighting light emitting diodes (leds) on the primary system controller. There were no technical issues with the system controller or with the left ventricular assist device (lvad). The patient was to receive a new system controller. The issue resolved with the new system controller and the patient did not experience any adverse consequences as a result of the exchange.